Manufacturer narrative:
No belt clip received with unit. No unexpected audio/beep anomalies, constant tone anomalies, or watchdog anomalies/alarms noted during testing. Unit was received with full segment display due to moisture damage on all electronic assemblies. Unable to perform the insulin pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents measurement due to full segment display. Unable to verify alarms due to full segment display. Deep scratches on casing noted. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. Corrosion on motor assembly noted. (B)(4).

Event description:
The customer reported that the insulin pump had scuffs and the screen was black. The customer had the insulin pump on top of his car and heard a knock sound. The customer received an alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.